Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of homechoice automated pd set with cassette came loose. This occurred before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the cap of the patient line was detached on the returned set without a pouch. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An underwater pressure test was also performed with no issued noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.